Event description:
Caller reported that a malfunction occurred with their insulin pump. There was no reported adverse impact to the customer¿s blood glucose level. The customer continued to use the pump for insulin therapy.